Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel extra 10x10cm was manufactured under sap code 1704593 and manufacturing lot number 9a00773. Lot # 9a00773 was sterilised under lot 1222079261 and released on review of results of sterilisation provided by sterilisation company steris. All of the result were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-131 ver. 34.0 for machine doyen 5. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9a00773. This is the only complaint for the affected lot registered within tw8.7. Event 1469610 has been opened for this complaint issue with investigation 1469616. No stop ship was implemented due to no stock available commercially. An hhe is currently underway to review the risk. Investigation 1469616 has been completed and approved. The root cause was found to be due to pad cutter jams the dressing was moving after position inspection. The solution is to implement the no good no crimp function with additional detection to ensure 100% continuous monitoring for this failure mode. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that dressing caught in blister pack. The product was not used. A photograph depicting the issue was received from the complainant.